Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that foreign debris was observed inside sterile pouch. The device was rejected at incoming inspection. It is unknown if surgical delay occurred. It is unknown if injury or medical intervention occurred. The date of event is unknown. There is no add'l info.